Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator 977119 ngrc-ecaps was associated with sporadic heating at the battery site, which was warm to touch. The heating was not associated with charging. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the heat at the ins site was not happening at the patient's follow-up appointment. They stated that impedances were all within normal limits. The patient was going to document when it happens in the future and document what she was doing when it did happen. When it does happen, she is going to attempt to turn the battery off to determine if this decreases the heating or not. Cause was not determined. Patient has a follow up appt in about 4 weeks per physician; date unknown at this time. This is not resolved.